Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections and lantus as alternate insulin therapy.